Event description:
It was reported that a malfunction occurred with the pump after it was accidentally submerged in water at a lake. The customer¿s blood glucose level did not exceed 500 mg/dl (27.7 mmol/l), indicating no adverse impact. The customer was informed that a replacement pump with updated software would be sent, and they agreed to use multiple daily injections (mdi) as backup therapy. The customer acknowledged instructions for returning the faulty pump and understood how to put it into storage mode.